Event description:
As reported (B)(6), 2014, a pt of unk age and gender presented for an angiographic procedure. During the procedure, it was noticed the soft tip of the angiographic catheter had fractured off inside of the pt. The fractured piece was successfully retrieved. The defective device was set aside, and a new of the same was used to complete the procedure. There was no report of permanent harm or injury to the pt due to the event. It was reported the device is available for return to the manufacturer for eval.

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device eval. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device eval will be sent via a follow up medwatch. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).